Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable stress boot and image capture flooded a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the cable was inundated from the off-centimeter of the cable stress boot, and the image was distorted due to the inundation of the cable charge-coupled device flooding, resulting in no image being displayed. It was likely that the cable flooding occurred due to flooding from the cable stress boot disconnection. It was likely that water flooded from the cable stress boot disconnection and caused the image capture flooding. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head did not display video image. There was no patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head did not display video image. There was no patient involvement.